Manufacturer narrative:
Approximate age of device ¿ 3 years, 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 3.5 years of support, the patient was diagnosed with gi bleeding after having a 3 gram drop in hemoglobin. Aspirin was discontinued, and a gastric erosion was clipped. The patient was discharged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.